Event description:
The pt was undergoing arthroscopic reconstruction of the shoulder, when the cannula broke off in the shoulder. Dr had to retrieve a piece from inside the shoulder joint. This was done through pre-existing incisions.